Event description:
It was reported that the pt had a urinary infection and took a course of antibiotics for it. Additionally, the pt felt she had another infection since the implantable neurostimulator (ins) site had been sore for 3 weeks, and her current symptoms (legs burning) were similar to previous infections she had had, a re-programming session was planned and the pt had an appointment with her healthcare provider (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).